Event description:
It was reported that the right ventricular lead had a one time high impedance on the coil during a post surgery check. The lead was returned to the manufacturer, analyzed, and tested out of specification for oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: product performance information was returned, analyzed, and oversensing was noted. One episode of ventricular fibrillation was noted at 190 ms on (B)(6) 2013. Product: d284drg implantable cardioverter defibrillator (B)(6) 2013. (B)(4).